Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with another mesh. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-06388. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair and cystoscopy on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implanted due to stress urinary incontinence, prolapse, cystocele, and rectocele. Following insertion of the mesh, the patient experienced pain, erosion, bleeding, vaginal discharge, recurrence, and dyspareunia. It was reported that the patient had removal on (B)(6) 2012. (B)(4).